Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
During a therapeutic endoscopic retrograde cholangiopancreatography with balloon dilatation and stent placement procedure for additional stent placement, the patient, who already had two uncovered wallstents in place, underwent a new stent deployment. The distal cover broke during the procedure. The broken cover became lodged inside the newly deployed wallstent. The physician was able to retrieve the broken cover after several attempts using a rat tooth grasper. No patient harm was reported, and the procedure was completed.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.